Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the pump supplies for 3-4 days, and reusing insulin. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, and reusing insulin, is off label per the tandem user guide. Customer¿s blood glucose level was 350-450 mg/dl. Customer reverted to an alternate method of insulin delivery.